Manufacturer narrative:
Investigation: lot analysis: device/batch history record review: yes. Findings: lot 7062510- the lot was built on (B)(4). Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), non-retraction and uv adhesive overfilled/drip were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. Conclusions: the defect stated in the subject of the product incident report (pir) could not be confirmed. Did the evaluation confirm the customer¿s experience with the bd product? No; it was unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; it was unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause relationship of device to the reported incident: indeterminate. Comment: the units were not received for investigation for the incident, therefore root cause and corrective actions could not be determined. Corrections and CAPA: corrective action project / CAPA (#): without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the customer experienced a dirty needle stick from a needle retraction failure of the 20 g x 1.16 in. (1.1 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter. Customer sought medical care after event.